Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin, as well as, using cold insulin, performing the air removal step with an empty syringe, and not cleaning the pump vents. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days, insulin should be at room temperature before filling a cartridge, to perform the air removal step with a full syringe and to clean the pump vents. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate method of insulin therapy.